Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A medwatch form with uf/importer report # (B)(4) was received on 14sep2018 with the following information: a (B)(6)-year old male was positioned in head pins and the mayfield head holder (xxx-headrest) during an unspecified procedure in (B)(6) 2018. Neuromonitoring began to stimulate the patient with motor evoked potentials (meps). The patient¿s head began to have a "jerking" motion. The head came out of the head pins and a 1" scratch was noted at one pin site and a 1/2 inch laceration at another pin site. Both laceration was closed with two skin staples. Another mayfield head frame was applied.

Manufacturer narrative:
The complaint device was not returned for evaluation. A device history record review cannot be performed as the lot number was not provided nor was the product sent in for inspection. The complaint is unconfirmed. Root cause analysis can not be performed at this time.

Event description:
N/a.